Event description:
A patient obtained colored decorative contact lens in her prescription. Was not fitted for colored contacts online from (B)(6). Mild corneal edena ou, no abrasions. Asked to discontinue use of contacts. Patient was told to discard contact lenses because they are damaging eyes. She left with them.